Event description:
It was reported that when the 2.25 x 15 mm mini vision stent delivery system (sds) was loaded onto the guide wire, the guide wire exited the side of the sds tip, at the distal joint of the balloon to the tip. No resistance was noted. The sds was no longer used. A new mini vision sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.